Event description:
It was reported that during a post procedure follow up, the patient was complaining of visual deficits and was unable to focus. The physician performed an angiogram and noticed fish mouthing at the distal end of the subject stent and slight stenotic origin at the ophthalmic artery. The physician tried to do angioplasty of the subject stent to get the distal portion (pinch) opened but was unable to open. There was evidence of intimal hyperplasia. The patient was put on baby aspirin, and plavix medication post procedure.

Manufacturer narrative:
H3 other text : the device is implanted in the patient.

Event description:
It was reported that during a post procedure follow up, the patient was complaining of visual deficits and was unable to focus. The physician performed an angiogram and noticed fish mouthing at the distal end of the subject stent and slight stenotic origin at the ophthalmic artery. The physician tried to do angioplasty of the subject stent to get the distal portion (pinch) opened but was unable to open. There was evidence of intimal hyperplasia. The patient was put on baby, aspirin, and plavix medication post procedure. Additional information received on 21-nov-2023 clarified that a balloon was used for angioplasty of the subject stent to oppose the lumen wall.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there were no anomalies noted to the flow diverter delivery system prior to use, the device was prepared as per dfu, and continuous flush was maintained. A microcatheter was used to advance the flow diverter. Access was through femoral. The anatomy was not tortuous. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. The flow diverter was confirmed to be fully deployed under fluoroscopy during the procedure. The flow diverter fully apposed to the vessel wall when it was deployed. The size of the flow diverter was appropriate for treatment site. There was no injury/resistance encountered during the procedure. A balloon was used for angioplasty of the stent to oppose the lumen wall. There were no changes noted to the vessel wall at implantation site. There were no changes observed in the size or shape of the aneurysm during follow-up. The distal end of the stent pinched down, narrowing of the vessel luminal diameter due to tapering off the flow diverter at the end. The percentage stenosis present was 26-50%. The physician alleges any malfunction of any other device for this procedure was a combination of braid design, technique, and non-compliant pt. According to the physician, the adverse event was related to a combination of braid design, technique, and non-compliant pt. The patient received dual anti-platelet agents prior to and post procedure. The patient was put on baby, aspirin, and plavix post-procedure. The symptoms ¿visual deficits and unable to focus¿ slightly subsided after the second procedure. There is no additional surgery planned to treat the event. The current condition of the patient is clinically fine. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply to the as reported ¿non flow limiting stenosis with stent deformation¿ and ¿patient neurological deficit¿ as the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labelling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported "non flow limiting stenosis with stent deformation" and "patient neurological deficit". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported "stent failed/unable to open".